Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) and batch: 7077621. Product family: scs-ipg-r-MRI. Upn: m365sc12320, model: sc-1232, serial: (B)(4) and batch: 528164.

Event description:
It was reported that the lead had multiple contacts out and the patient had inadequate pain coverage. It was also noted that the patient was having difficulty charging and communicating the ipg with the remote control. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. All explanted device components will not be returned.